Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly had filled the cartridge with cold insulin. Customer was instructed to fill cartridges with room temperature insulin per the user guide. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.